Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Postoperative, the new scs system was programmed and the patient's stimulation therapy was successfully restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was unable to communicate with the patient controller (pc). The patient stated the issue has been ongoing since (B)(6) 2019 around the same time they had a shoulder surgery. Reportedly, the ipg was not set into surgery mode. A company representative met with the patient and reported the clinician programmer (cp) was unable to connect to the patient's ipg. Troubleshooting was attempted but the issue persisted. Surgical intervention may be taken to replace the patient's scs ipg.